Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet device sustained a cracked screen that rendered the touchscreen unresponsive, and a replacement was arranged. Symptoms included no reported adverse clinical effects, and blood glucose levels remained in range. Outcomes included no injury, no emergency treatment, and no hospitalization, with the user reverting to an alternative insulin therapy during the interim. Investigation included review of customer-provided images and verification of device identification and logistics and inspection of the returned device. Investigation of this device revealed a damaged display component leading to loss of user interface function, consistent with physical damage to the screen. It was concluded, based on previously established findings for similar reports, that the cause was external physical damage.